Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had blood backflowing into the set when the intravenous fluid (ivf) was stopped briefly to troubleshoot an air in line alarm. The therapy was set up for cvc (central venous catheter), lumen with ivf at 10ml/hr, and norepinephrine 19ml/hr when blood backflowing into the tubing was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed patient blood backing up in the tubing. The reported blood backflow was verified. The cause of the blood backflow could not be determined; however, may be user-related. The air in line event could not be identified by the visual inspection of the photograph. Should additional relevant information become available, a supplemental report will be submitted.